Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that after the patient¿s first overdischarge (which occurred about a year ago), the patient had to charge the ins more often and hasn¿t been able to get a full charge. The patient was educated further on recharging. No symptoms or complications were reported.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the event was undetermined. The rep reported that the provided additional recharge teaching. The rep was unable to determined if the issue was resolved as the patient was to contact them if there were any further issues. No further complications were reported.